Event description:
The technician alleged that the head hilow was drifting, this was a slow drift. No patient impact.

Manufacturer narrative:
The technician replaced the emergency trendelenburg valve and the hilow down valve to resolve the issue.